Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted for unspecified reasons. There was no index operative note provided. The patella was resurfaced and depuy cement was utilized x2. Patient revised due to pain, flexion contracture, and loosening of the tibial component. Intraoperative finding confirmed a loosened tibial tray at the cement to implant interface. There was no reported product problem with the revised femoral component or tibial insert. The patella was noted to be well-fixed and not revised. There were no reported surgical or postoperative complications. Depuy product implanted at revision with competitor cement. Doi: (B)(6) 2014. Dor: (B)(6) 2019. Left knee.